Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that there was a difference in the handling of equipment and recognition of reprocessing procedures between olympus' recommendations and the facilities concerned. In addition, olympus professional staff has already completed training on proper handling. The detection method is described in the instructions for use (IFU) gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and prevention measures are described in the IFU gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Company representative (on behalf of the customer) reported to olympus that during a pre-cleaning in-service, the customer was not properly pre-cleaning the evis exera iii gastrointestinal videoscope. It was observed that the customer wasn't using the (B)(4). The customer wasn't using any flushing system or foot pedal during precleaning. The auxiliary water was not being flushed. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Customer was advised to order the (B)(4) so the device can be precleaned properly. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.